Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a driveline communication fault alarm was confirmed via the submitted log files. The reported event of fluid ingress in the inline connector of the modular cable was confirmed. The submitted controller event log files captured a driveline communication fault alarm due to a communication a fault on 04nov2025. The alarm was active until the driveline was disconnected. This series of events is consistent with the reported the modular cable exchange. The driveline was reconnected, and the pump ramped up to speed as intended. The pump operated as intended while the driveline was connected and there were no other notable events captured in the log files. The account submitted a photo of the modular cable, which revealed fluid ingress on all pins of the inline connector. A root cause for the driveline communication fault alarms was not conclusively determined through this analysis; however, reported fluid ingress could have contributed. A root cause for the fluid ingress was not conclusively determined through this analysis. Device history records could not be reviewed due to the lot number of the heartmate modular cable not being reported. The current revision of the instructions for use (IFU) and patient handbook can be found on the eifu page of the abbott website. The heartmate 3 lvas IFU and heartmate 3 patient handbook are currently available. Section 7 of the IFU, entitled ¿alarms and troubleshooting¿, provides instruction on how to identify and troubleshoot driveline communication fault alarms. Section 2 of the IFU, entitled ¿system operations¿, instructs the user to not submerge the modular cable in liquid. Section 5 of the IFU, entitled ¿surgical procedures¿ and section 6, entitled ¿patient care and management¿ caution user to avoid twists, kinks, or sharp bends in the driveline. Section f of the IFU, entitled ¿safety checklists¿ instructs users to inspect the driveline for damage daily. The patient handbook which was available for use at the time of the event, cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The new date of cleaning or repair was 01dec2025. Tech services was on site on 01dec2025 to clean the modular cable connection due to ongoing communication faults. The patient was in the cardiovascular operating room (cvor) to perform a transesophageal echocardiogram to determine clot status for the mitral valve, but this was never performed. The doctor was more concerned about the ventricular assist device (vad) turning back on during the cleaning than the embolism. The doctor was reassured that the vad would come back on once reconnected and they were okay with resolving this issue with cleaning the connector. There were two rounds of 30 second cleanings to clean the debris on the surface and pin sockets. The patient was anesthetized during the procedure and tolerated well per the anesthesiologist. The patient did not have any current communication faults when brought to the operating room (or) and none noted post cleaning.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Manufacturer narrative:
Section d4: lot number was not provided, and expiration date and manufacture date (h4) cannot be determined. The primary UDI number in d4 is reflective of all available information. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient had a driveline communication fault. The alarm had cleared after the modular cable was replaced. Log files before the exchange was sent for review. The log file captured driveline comm faults a on (B)(6) 2025 at 12:39:12. Log files after the exchange was sent for review. It appeared that the driveline comm faults a had resolved. A few lines of data at the end of the file showed the issue was resolved. Additional information received on 05nov2025 stated that the driveline communication faults had returned. Several photos were provided including x ray images, images of a bend area on the pump side driveline, and a photo of the modular cable connection with noted green oxidation with the latter likely being the reason for the communication faults. The patient was noted to be very pump dependent if a cleaning procedure was to be performed. In the meantime, the communication fault was permanently silenced. The team would be onsite on (B)(6) 2025 for a potential heartmate3 driveline splice, or a connector cleaning based on the patient's transesophageal echocardiogram results.